Manufacturer narrative:
Initial and final MDR (B)(4), MDR 3003442380-2025-10454- device 1 of 6.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set detachment event on 18 may-2025. The site of detachment was connector. The infusion set was in use for 2 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003196, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6003196 was manufactured according to the work instruction (wi) version 94 and packaging in the multivac m10 on 07-sep-2023, with a total of (B)(4) units. An non-conformance (nc) 1737591 leak test from hepa filters out of specification at clean room 4 the sub-assembly: gluing of tubing of the lot 3j00222 was manufactured according to the (wi) version 55 and manufactured in the machine sc05-sc06, on 04-sep-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.